Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that the tether on the catheter would not misalign and separate from the ralp. The ralp needed to be removed and during the process the helix was stretched. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient was discharged following the procedure.